Event description:
I was diagnosed with head and neck cancer on the right side of my neck in 2007. I went through radiation treatments (13 episodes) (B)(6) 2008, and stopped. The cancer bulge returned in (B)(6) 2011. I had surgery to remove the cancer swollen lymph node (B)(6) 2014. The surgeon prescribed a pet scan performed on (B)(6) 2014 (or about 60 days after the surgery) at (B)(6). This pet scan seemed unnecessary to me, and I refused to have more pet scans, as were prescribed. A cataract began to appear (B)(6) 2014. I believe the pet scan was intentionally performed maliciously. I have been unable to have cataract surgery, and I now ((B)(6) 2017) am blind in my right eye. Never was any effort to protect my eyes from radiation through this 7 year sequence. "Did the final pet scan cause the cataract" my left eye (my good eye) has 20/20 vision.